Event description:
A malfunction was reported on the pump, specifically an unexpected pressure increase in the cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.